Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy. Electrical measurements were within normal range. Lead remains implanted. Patient condition is stable and will be monitored